Event description:
Customer reported the left monitor is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor and ordered a new surge suppressor as a precaution. System operates as intended.